Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00310. The previous ischemic/hemorrhagic stroke was reported under medwatch MFR report #2916596-2015-01822. (B)(4). Approximate age of device ¿ 53 days. An autopsy was not performed and the lvad was not explanted. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a hemorrhagic stroke. The patient was initially implanted with an lvad on (B)(6) 2015 and had undergone a pump exchange on (B)(6) 2016. Approximately 6 weeks later, the patient was admitted to an outside hospital on an unspecified date and was transferred to the implanting center on (B)(6) 2016 due to chronic anemia reportedly due to known chronic recurrent thrombosis, and purulent drainage from the former driveline site (which was on the opposite side of the current pump driveline). An ultrasound showed multiple 1¿2.5cm fluid collections, with concern for potential wound sinus tract infections. The patient reported that the old wound site was not painful and that the issue had come up over the last day or two. Cultures were reported to be unrevealing. There was no report of a driveline or pump pocket infection with the initial pump and no evidence reported of an infection at the old driveline site subsequent to the pump exchange until the current report. There was no concern reported for any infection with the current lvad. Although it was reported that the patient had known chronic lvad thrombosis, there was no report of any issues with device performance at the time. It was also reported that the patient¿s daughter had called earlier in the week regarding an episode of shaking and trouble chewing or talking; however, the patient did not recall the event and was alert and oriented upon admission. The patient was placed on broad spectrum antibiotics for the infection and surgical debridement of the old driveline site was planned. The patient was transfused with 2 units of packed red blood cells for the anemia. Clopidogrel was discontinued due to bleeding from the former driveline site and IV heparin was started when the patient¿s inr became sub-therapeutic at 1.9. The patient was taking 81 mg of aspirin daily. On the evening of (B)(6) 2016, the patient¿s ptt was supra-therapeutic at 143 seconds and the heparin infusion was discontinued. The patient was last known to be ¿normal¿ near midnight on (B)(6) 2016. On assessment at 0230, the patient was found unresponsive with a mean arterial pressure of 120mmhg. The patient was intubated due to difficulty with airway protection. The patient did not open their eyes to noxious stimulus, had a cough reflex but no gag reflex, and the pupils were fixed bilaterally. A CT scan showed a new left frontal-parietal intraparenchymal hematoma (7.3 x 6.2 cm) with a local mass effect and subfalcine and uncal herniation, effacement of the basilar cisterns, and about a 2 cm midline shift. Neurology and neurosurgical services determined the patient suffered a devastating stroke with a poor prognosis and was without realistic medical or surgical options for treatment. The patient's prior wishes were for a do not attempt resuscitation status. Per the family confirmation, the patient was placed on comfort care and the patient expired on (B)(6) 2016.